Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported trocars issues from the paks and the combined cassette during a routine vitrectomy, membrane peel and injection of gas. There was a fluid leakage around the cannula resulting in the eye being soft. The leakage around the ports were intermittent. The surgery was completed with no patient harm. Per the doctor, the trocars were not valved. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the male patient who underwent surgery on (B)(6) 2015.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Eight 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the 23 ga valve entry lots was conducted. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met manufacturer¿s acceptance criteria. No anomalies were found in seven of the lots. No additional investigation is required based on device history. The root cause for the defect experienced by the customer cannot be determined.